Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was recalibrated to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's outlet side panel was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was recalibrated to address the issue.